Event description:
It was reported that the patient was not able to adjust stimulation. The display on the patient programmer (pp) was showing ¿call your doctor¿ icon and a power on reset (por) condition. This occurred 2 days prior to the notified date, about 8 hours after going through airport security. It was noted that the same thing happened about one month ago as well, but she didn¿t have any medical procedure or test before either of these incidents. She didn¿t recall going through security devices last time. The patient was able to clear the por and turn stimulation back on; the issue was resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2010. Product type: recharger. Product ID: 37092, lot# 240310001, implanted: (B)(6) 2010, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).